Event description:
The customer called and reported receiving a motor error alarm on the insulin pump. Customer's blood glucose was 175 mg/dl. The customer also received a motor position encoder error alarm. The device had not been exposed to a strong magnetic field. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm confirm in alarm history screen. The motor may have had an intermittent failure not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and motor tests. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.